Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after start-up, the cs100 intra-aortic balloon pump (iabp) unit had a broken screen. The screen was black with white stripe, pixelated. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and improved the screen connectors in the control panel and the issue was resolved. All functional and safety tests were performed.